Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15025; 2017865-2021-15026. It was reported that the patient presented for a device check in clinic. It was noted that there was no atrial capture on the atrial lead and ventricular sensing had decreased on the right ventricular lead. The decrease in ventricular sensing could not be programmed around. A perforation of the atrial lead was suspected. A procedure to replace the leads was performed. During the procedure, one of the newly implanted atrial leads was removed due to blood inside the lead body and exchanged. The procedure was completed. The patient was stable.

Manufacturer narrative:
The reported event of ¿blood in the lead body¿ was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the outer insulation cut at the middle region of the lead. Blood was found in the region. The cause of the reported event is consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures. Intermittent short and hi-pot test failure between conductors was found due to damaged inner insulation which is consistent with procedural damage.